Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ lumbar radiculopathy. It was reported that 4 days ago, the battery suddenly stopped working. It was reported an hcp ordered a hip x-ray and inquired if they should order an abdomen x-ray as well to examine system. Patient was adamant there has to be no injury to the area. Communication was unable to be established with the either the patient programmer or recharger. The healthcare provider (hcp) read the neurostimulator (ins) with the 8840 and it showed "no response from device". Hcp was not sure what the patient programmer showed. Patient was not feeling stimulation. Hcp stated the patient had been using system until recently and it had been working great. Hcp reported patient was on programming where they felt stim and pain was fully covered. Additional information was received. It was reported that the al feature was attempted. Al ranging from left 52, middle 54-56, right 58. After performing the al, caller was able to see the por message was currently charging with 8 coupling bars. Caller called back to get assistance to clear por, and was able to successfully clear the por. Issue resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3998, lot# v025268, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an MRI technician on 2019-feb-01. The caller indicated that the patient¿s stimulator is not working and they replaced the battery but it is still not working. The caller spoke to a manufacture representative (rep) on an unknown date who said that there is a communication or connection from the battery to the leads. The caller confirmed that the rep told them that it was a communication issue vs a physical connection issue. The patient would be having a lead revision next week as there were high impedances found on the lead. The patient was getting a brain MRI so technical services recommended using the patient programmer to access MRI mode and to connect the healthcare professional (hcp) if they were not able to do so. The MRI technician called back and technical services assisted them in putting the system into MRI mode which showed 06007001010. Technical services reviewed MRI compatibility after decoding the message. The event date was asked but unknown. No further complications were report ed/are anticipated.